Event description:
Newborn was on infant monitor with ECG, spo2, and respiration. The nurse responded to a low spo2 alarm, and noted that the baby was in apnea and blue. The respiration waveform had decreased from an amplitude of 1-2 ohms to 0.1-0.2 ohms, but the respitory rate displayed was 64. The monitor wa<s on auto gain for the breath qualification zone. The unit was taken out of service, and the symptoms verified in the biomed shopinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: manufacturer. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, other, alarm failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service, user education provided. The device was not destroyed/disposed of.